Manufacturer narrative:
One device was received for analysis with complaint of syringe plunger sensor error. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of event history found base not responding, check syringe plunger sensor, travel coarse error, travel reverse error, repeated occlusion error, outside range limit. The reported issue was verified through visual inspection, alarm history review. Probable cause was damage to plunger cases. Replaced plunger case right and left to resolve reported issue. Upon further investigation, found travel coarse error with clutch debris in extrusion, plunger case right and left are heavily damaged, plunger tube to top case rubber grommet is missing, several components in main compartment are improperly installed, barrel clamp requires remediation, cable clamp is missing, replaced plunger case seal, clutch right, clutch left, leadscrew, plunger case seal, cable clamp and screw for cable clamp to resolve discovered issue(s). The pump was recalibrated and passed all performance verification testing.

Event description:
It was reported that a syringe plunger sensor error occurred during setup. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.